Event description:
The lay reporter/employee contacted lifescan (lfs) on 10/18/06 alleging that her boss was unable to change the cal code on his one touch ultra meter and claims he was unable to test his blood glucose and "passed out" on 10/17/06. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. Mas also listened to the recorded call and obtained the following info" prior to going to the bed on 10/17/06, the pt attempted to test his blood glucose; however, he was unable to test since he was having a difficult time in changing the code number. There is no info on whether the pt took any medication after attempting to use the meter. The reporter did mention that the pt drank beer before going to bed. Around 4:00 am on 10/18/06, the pt experienced symptoms, which consisted of "sweating, perspiring, cramps, shaky hands and experienced an "epileptic seizure". He attempted to change the code number on the meter and was unsuccessful and passed out. Paramedics were called and the pt was treated with an IV (no info on what was in the IV). Paramedics tested his blood glucose; however, exact reading was unk. The reporter asked the pt what his blood glucose reading was and pt stated that the reading was "way low". The pt was not taken to the ER. There is no info on when the pt regained conciousness. Customer care advocate (cca) assisted the reporter in setting the meter to the correct code number, issue was resolved via troubleshooting. Cca sent the pt a replacement meter and control solution. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event and how long the paramedics stayed with the pt. The complaint is being reported because the pt was unable to test his blood glucose due to use error (unable to change code number) and during this time, the pt had a hypoglycemic episode. Paramedics treated the pt with an IV.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.